Event description:
It was reported by the rep that the (2) prr35 were used during a non union of humerus procedure. It was reported that in closing the incision, the surgeon fired the device approximately 10 times. After the first couple of staples, it was noticed that the staples were being deployed at an angle (not straight). The surgeon then removed those staples and opened another device. The same exact thing happened wtih the second stapler. The surgeon also noticed that the staples were hanging up and not forming correctly with the first two staples. The case was completed with a third stapler and with no pt consequence.